Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Despite using multiple cables and power sources, the battery was unable to be charged. There was no adverse impact to customer's blood glucose level. Reportedly the customer reverted to alternate therapy for diabetes management.